Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was having an issue with her foot and toes hurting and she had talked to the doctor's office about it. The patient stated that she had changed the program she was on and everything was fine for the last 2-3 days but at 3 am in the morning the pain came back and her toes were throbbing with this super sharp needle pain so she immediately got up and turned the machine down. The patient stated that turning the stimulation down didn't help much because it was still hurting but at a tolerable level and it wasn't the same excruciating pain like she had before that made her feel like she couldn't stand up and wanted to die. The patient stated she was able to go to sleep and had turned it down as far as it could go. The patient stated that now the pain in the foot and toes was back and it feels like an electric shock in those areas and it's by far the worst it's ever been. It was confirmed ins was on. Decreasing amplitude did not eliminate the uncomfortable stimulation, the patient had already tried turning stimulation down. The patient stated that once the implant was off the excruciating electric shock sensation/pain was lessening slowly and reported that it still hurt and was bothering her but it was getting better. During the call the patient received a call for her hcp's office and they told her to turn the implant off. The patient stated that she had already tried all 4 programs on the device and had the same issue with each program. Patient stated the event started less than 3 weeks ago, patient confirmed august. The patient's indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.